Event description:
It was reported that during an open reduction and internal fixation of the left radius and ulna surgical procedure, it was discovered that the small battery drive device was ¿running intermittently.¿ the reporter stated that the battery of the device was tested with a hand piece device from another set to make sure that the battery was not the cause of the problem. There was a five minute delay to the planned surgical procedure. An identical spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: duplicate MDR: this file was created in error as it was determined that this report is a duplicate of MFR #2520274- 2014-10613 . If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.